Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer received a no delivery alarm on the insulin pump and the infusion set cannula was bent. His blood glucose was 600 mg/dl. The customer stated he changed the infusion set and functioning resumed. Troubleshooting was declined. At the time of the report, the customer's blood glucose was 160 mg/dl. Nothing further reported.